Event description:
Device report from synthes reports an event in japan as follows: it was reported that , on (B)(6) 2022, the patient underwent open reduction and internal fixation(orif) for proximal part of thigh bone with the nail in question. Procedure was completed successfully without any surgical delay. Despite the difficulty of the reconstruction, the patient was fixed well after the surgery, and the surgeon was highly satisfied with the results. It was reported that, on (B)(6) 2023, the x-ray showed the broken nail. The bone fusion was not complete. The date and time of the nail breakage is unknown. The extraction will be performed on (B)(6) 2023 and replaced with bha. About the relationship between this event and the product, the surgeon said that the restoration may not have been enough, and without bone fusion, the implant could not be helped if it broke off. He also said that it was not caused by the product. Other possible cause besides the product could be poor restoration. No further information is available. This report is for one (1) 10mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - manufacturing location: monument, manufacturing date: 27-jan-2022, expiration date: 01-jan-2032, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: 618p402 (sterile), lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns500294063 rev b met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev c met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21710 supplied by jabil (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 574p614, lot quantity: 399. One piece was scrapped at op #50, final inspection, for an unacceptable surface finish ¿ dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet ns673827 rev a met all inspection acceptance criteria apart from the one piece noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 560p778, lot quantity: 112. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns673829 rev c met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: 75p7288, lot quantity: 1,891 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 02-oct-2020 was reviewed and determined to be conforming. Lot summary report dated 27-aug-2021 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review on 15-feb-2023: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.